Event description:
It has been reported that the bd vacutainer® k2e plus blood collection tube has been found containing foreign matter. No patient impact was reported. The following has been provided by the initial reporter: there is a black foreign body in the blood collection tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A brown fm was observed on the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e plus blood collection tube has been found containing foreign matter. No patient impact was reported. The following has been provided by the initial reporter: there is a black foreign body in the blood collection tube.